Manufacturer narrative:
Evaluation of the returned pump max revealed a functional device. During the functional test, the pump max was power on and the power button functioned without an issue. The power button was cycled on/off multiple times without an issue. The pump max was able achieve vacuum pressure within specification. The reported complaint could not be confirmed. Penumbra pumps are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220 (pump max). During the procedure, the hospital staff noticed that for the pump max to stay powered on, the on/off button had to be always pressed down. The procedure was completed using the same pump max. There was no report of an adverse effect to this patient.